Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the red display wire was pinched (wire exposed) and one case screw was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed the pulse sense test for the atrial chamber. The epg was returned for repair. There was no patient involvement.